Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 520 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the motor error issue. The customer confirmed that the drive support cap was normal and that the pump had not been exposed to a high magnetic field. He was also able to complete the whole rewind process prior to calling. However, the customer was advised to revert to his medically prescribed back-up plan. Additionally, the pump had been alarming with no delivery on a consistent basis over the past few weeks. The customer mentioned that he usually clears the alarms with a set change. Troubleshooting was declined for the past no delivery alarms. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test. No motor error alarm was noted and the motor passed the motor test. No unexpected no delivery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.